Event description:
The customer reported that the system blacked out and was not powering up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the f1 and f2 fuses on the c-arm. The system operates as intended.